Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The device is manufactured by asahi intecc. Co. Ltd. Medical division; however, (B)(4) distributes the device and is responsible for MDR reporting.

Manufacturer narrative:
(B)(4). Evaluation summary: the analysis was performed by asahi intecc. Co. Ltd: it was found with the returned prowater guidewire that its ptfe coating was scrapped and damaged at several areas including the section approximately 63cm from proximal end. The damage was continuous but intermittent for the longitudinal direction, it was suggested from the appearance of the damage that the guidewire surface was continuously and excessively contacted with inserter tool so that the coating was scraped off. No other notable irregular including bend was observed with the guidewire. In the production process, namely after the ptfe coating is applied over the shaft, coating adhesion testing is conducted with each coating lot in order to check that the adhesion strength meets the products specifications. The ptfe coating adhesion strength of the subject lot products had been confirmed to meet the criteria. Lot history review revealed no anomaly relating to the reported event. No other product experience report was received for this lot. With the provided information and the outcome of the inspection of the returned items, the cause and circumstances of the reported resistance during advancement of the guidewire could not be identified. As for the ptfe damage, it is presumed that a metallic guide wire inserter was possibly used over the guidewire. When the prowater guide wire was removed back under the condition where the tip of the inserter was contacting the guide wire with angle, the ptfe coating of the guide wire was exposed to excessive abrasive and scraping force and damaged. The instructions for use warnings section states: never use metallic needle or metallic sheaths for insertion and withdrawal of guidewire, other wise the surface of guidewire may be damaged significantly.

Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending (lad) artery. The prowater guide wire was soaked/pepped prior to use with no issues noted. During advancement of the guide wire, resistance was met with the non-abbott guiding catheter; thus the guide wire was removed. After removal of the guide wire, it was noted that the teflon coating was peeling off. The guiding catheter was removed and flushed to remove the pieces of teflon. Reportedly, none of the teflon pieces entered the patient's anatomy. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. A non-abbott guide wire was used to successfully complete the procedure. There was no additional information provided.